Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during the load process. Additionally, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose was 128-130 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.